Event description:
No sample was available. However, a picture was returned and evaluated. Within the picture, a blood leak in the cassette. Therefore, the customer complaint is confirmed. The most probable root cause of the reported incident is related to a misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump. A root cause could also be an incorrect and poor sealing of the cassette in the welder machine causing the reported leakage. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections.

Event description:
The following has been reported: nurse reported: the cassette of the blood tubing was leaking blood behind the cassette. The blood dripping caused the pump to fail to work, it also dripped to the pump below causing my crrt infusion of cacl. This subsequently caused that pump to need service. The cacl was only stopped momentarily, and the tubing was switch to a new pump. I was able to re-spike the blood and give the rest of the product with a new pump. Stop active infusion: yes - on primary line, resulted in under/over-infusion, yes, injury/adverse reaction: no, drug used for infusion: blood. Result: delay in blood infusion/crrt. Had to get new tubing and pump due to it leaking all over second pump which took that pump out of service. Waste of blood in tubing. A preliminary review identified the following issue: administration set leak (external part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.